Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a sensor unavailable message followed by a pairing failed alert after removing the pump to shower, which was explained as freestyle libre 3 plus continuous glucose monitor (cgm) signal loss; the user was guided to rescan the sensor and subsequently obtained glucose readings. No adverse clinical symptoms reported. Outcomes included restoration of cgm data without escalation of care. User support included remote troubleshooting and user education on cgm signal interruptions associated with separation of devices. Investigation of this case revealed that the event was consistent with temporary communication loss between the pump and cgm during device separation, which resolved after rescanning, indicating normal system behavior under the circumstances. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to transient signal loss.